Event description:
According to the reporter intra-operatively while in the small bowel, device was difficult to fire. The staples also did not form properly, and the staple line was incomplete distally. The distal staples did not deploy but the tissue was cut. Another reload was used to resect additional tissue to resolve the issue. The procedure was extended by 5 to 10 minutes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d4(UDI), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the first reload noted that it had been fully fired and showed damage to the cutting edge of the knife blade. For the remaining reloads, each was received in a sealed blister package and had a full complement of staples. During functional testing of the first reload, it was loaded into a representative instrument. The interlock was overridden, and the reload was cycled without hesitation or binding. The interlock was tested and found to function properly. For the remaining reloads, each was loaded into a representative instrument and applied to test media. All staples were properly placed, and the test media was cleanly transected. The interlock of each reload was tested and found to function properly. It was reported that the staple line was incomplete, the staples did not form properly and difficult to fire. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the staples did not deploy. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.